Event description:
The patient started to feel unwell and was admitted to the hospital with signs of withdrawal. Her doctor interrogated her device which revealed a motor stall. He attempted to restart the pump but was unsuccessful. The company representative interrogated the pump and confirmed that a motor stall had occurred. The cause of the motor stall was unknown. No rotor or dye study was done. The pump was replaced. No surgical complications were reported and the patient recovered without sequela. The medication delivered via the pump was morphine and bupivicaine.

Manufacturer narrative:
(B) (4).